Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was the device locked on tissue with the jaws closed? Yes . If yes, how was the device removed? Unknown, the surgeon did not remember . Was the red knife reverse switch attempted to open the device? Yes . Did the jaws eventually open? Unknown.

Event description:
It was reported that the device could not fire and could not return blade. During the endoscopic wedge resection of lung, the device could not fire and could not return blade. There was no information how the surgeon removed this device during surgery. The procedure was completed with another device. After procedure, the surgeon tried again and the blade could be returned normally. There was no report on the patient injury.

Manufacturer narrative:
(B)(4). Batch number: r57g1w. The analysis found that one ec60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.